Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter and a lead impedance out of range alert. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil and the the rv (right ventricular) pacing lead was beyond the expected upper range. Alerts for rv pacing and rv defib lead impedance warnings on 15-sep-2014 for out of tolerance measurements. Beginning 15-sep-2014, sensing integrity counts up to 7. No episodes collected showing lead noise oversensing.

Event description:
It was reported that the day after a routine device change out, alerts were triggered on the right ventricular (rv) lead for high pacing and shock impedance. Performance data collected from the device was reviewed and it was noted that the alerts were from implant. It was also noted that there were some short intervals logged starting at the time the device was implanted, perhaps due to cautery used during pocket closure. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)